Manufacturer narrative:
The reported event of insufficient information was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal parameters. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's pacemaker was explanted and replaced on 10 jul 2024 due to an unknown reason. No patient condition was reported.